Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 20-oct-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported during a diagnostic procedure, an unspecified issue with the control section of the scope was observed. There was no patient injury reported. The device was returned for evaluation and found the forceps cover glue peeling, which is considered a reportable malfunction.

Manufacturer narrative:
Further inspection of the returned device found the elevator channel water flow inlet loose with a leak at the control body unit. The bending section glue was found cracked. The scope¿s image was inspected and observed to be flickering during testing. Scope¿s camera switch was found nonfunctional and corroded. The scope¿s chip ID showed 75 total uses. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.